Event description:
"The midline was placed in 2004. Pt went to the facility to get it evaluated on the 3rd day. Catheter broke off at hub. Dressing and v-lock were intact. CT scan and x-ray did not reveal catheter.